Manufacturer narrative:
Unit passed rewind and selftest however, unit failed prime/seating test while priming the pump with the weight stack. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. No unexpected pump error 43 alarms noted during testing. Pump was monitored and no frozen screen anomalies noted. Unit successfully downloaded to thump. However, pump error 43 alarms located in the pump history files on 08/02/2023 at 05:13:31.000, 05:22:26.000, 05:52:22.000, 09:01:33.000, and at 09:01:49.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch, force sensor, and on the pcba 1 board. Force sensor zero offset (not within) specification (155mv). The motor was tested outside of the device on the ngp stb3 and passed. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Alleged frozen screen not confirmed during testing. However, alleged pump error 43 alarms confirmed on 08/02/2023 at 05:13:31.000, 05:22:26.000, 05:52:22.000, 09:01:33.000, and at 09:01:49.000 due to corroded motor home switch. Prime/fill anomaly confirmed during testing due to moisture damage on the force sensor (not within spec). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported an error in the motor was detected by reading unexpected value from hall sensor (pump error 43) alarm and the display is frozen. No harm requiring medical intervention was reported. Troubleshooting was performed and it was unknown whether the customer was able to clear the alarm or not and whether the customer was able to complete the pump rewind or not. The customer will continue using the device and the pump will not be returned for analysis.